Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical generator was used during a colonoscopy/polypectomy procedure. According to the complainant, the user was unable to apply cautery in the device's monopolar "coag" mode inside the patient's colon. The procedure was completed with an endostat ii electrosurgical generator. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) for the reported event: generator failed to deliver energy in coag mode.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical generator was used during a colonoscopy/polypectomy procedure. According to the complainant, the user was unable to apply cautery in the device's monopolar "coag" mode inside the patient's colon. The procedure was completed with an endostat ii electrosurgical generator. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
A visual evaluation of the returned unit found that while there were many deep scratches on the cover, the unit appears to be in fair physical condition. All knobs and switches appear to be functioning properly. All internal connections were checked, and the wires were manipulated during energy delivery, but no issues with the unit were found. The unit passed the endostat iii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint that the device failed to deliver energy in the monopolar "coag" mode; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.